Event description:
It was reported that a shaft break occurred. A 2.50 mm x 15 mm emerge balloon was selected for treatment of the target lesion. Upon advancing the balloon into the patient, it was reported that the device broke. The device was removed from the patient using a snare. The procedure was successfully completed using an alternate device and there were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).